Manufacturer narrative:
During evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's system board was replaced to address the issue. Conclusions: device has been repaired but not returned to the customer, pending customer approval of estimate.

Event description:
The MFR received info alleging a "service required" alarm condition occurred. The device was not in pt use.